Manufacturer narrative:
An attempt to reproduce the reported event using the cp app with 3.6.09172 installed on samsung galaxy s24 (v16.0) was conducted and the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations as referenced in the 'sw requirement document' field. We have conducted a thorough investigation of dashboard logs for the last 15 days for partner royce333. There were several api failures on 13th november, which could be the reason for the disconnection. It is most likely that a temporary server issue or an unstable internet connection caused this behavior. We have provided the below recommend steps: use good quality of network try unfollow and follow again this issue is not confirmed. Helpline has provided feedback that the issue has been resolved from the customer end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on the latest information, the customer mention communication issue with care partner however it was realized that the communication problem was on the minimed mobile patient connection. The problem was fixed and care partner have visibility. So event submitted under regulatory 2032227-2025-312760 is not-reportable.

Event description:
It was reported to medtronic minimed that the customer experienced multiple issue with the application of the care partner, frequent loss communication. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non- physical device mmt-6101.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.